Manufacturer narrative:
(H3) pending evaluation. (D10) concomitant device(s): acumatch c-series 12/14 sz 3 (cat# 116-01-03 / serial# (B)(6)). Nv gxl linr, ntrl, 32mm ID, group 2 cups (cat# 130-32-52 / serial# (B)(6)). Nv crown cup clstr hole 52mm group 2 ((cat# 180-01-52 / serial# (B)(6)). Cocr femoral head 28mm +0mm neck (cat# 100-28-00 / serial# (B)(6)).

Event description:
As reported, the patient had a revision. X-rays received - showed acetabular loosening. No additional information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b3, d1, d4, d6b, h6. MDR section codes updated/corrected: b, c, d, e, g. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. Implant date is unknown. The revision reported was likely the result of acetabular loosening, which was visible on the provided radiograph. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images or product information were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.